Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device delivers too much insulin and he has experienced low blood glucose and unconsciousness on 3 occasions. The first incident occurred in (B)(6) 2010, details not provided. On (B)(6) 2011, the patient was home alone and his wife was unable to reach him by phone. She called police and emergency personnel and the patient was treated with glucose. On (B)(6) 2011 at 5:54pm, the patient ate and at 7:00pm his blood glucose measured 132 mg/dl. He went to bed at 11:00pm and became unconscious and injured his elbow. On (B)(6) 2011 at 2:38am, he woke up and his blood glucose measured 106 mg/dl. He did not receive any medical treatment. He stated the basal rates are correctly programmed on the infusion device. No further information is available. The infusion device was replaced and requested to be returned for evaluation.